Event description:
It was reported that the pt experienced hallucinations and memory lapses for several months. The pt was recently tasered with a taser gun. Add'l info has been requested from the hcp, but was not available as of the date of this report.